Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 16 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during procedure, the wire broke at 10 inches from the hub and it could not be deployed. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus elite us mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 25cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 16 x 3.00 promus elite drug-eluting stent was advanced for treatment. However, during procedure, the wire broke at 10 inches from the hub and it could not be deployed. No patient serious injury or adverse event were reported.